Manufacturer narrative:
Evaluation method: device history record review. Results: a review of the device history record was performed and review of the manufacturing process and sop indicates that the bull's eye pattern is commonly caused by the lathing process. Per qcsop 900 and lens cosmetic standards 110-r & 111-r, the manufacturing operators are trained to inspect for this defect. Since the lens lot is 100% inspected for cosmetic defects, any lens with a bull's eye pattern which is detectable at 10x magnification shall be filtered and rejected. It is possible that the bull's eye pattern is similar to that demonstrated by cosmetic standards 110-r & 111-r but very light in intensity and cannot be detected at the magnification used at cosmetic inspection. Based on this, there is no evident cause identifiable on what the root cause to this complaint is. Possible root causes would be using dirty or defective lathing tools, inadequate tumbling, inadequate inspection, and /or inadequately trained manufacturing personnel. Visual inspection of the returned product showed a "bulls eye" in the center of the lens. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most likely root cause of the event is an inadequate cosmetic inspection process. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and noted a "bulls-eye" pattern on the lens surface. The lens was removed with no patient injury and another same model lens was implanted with no problem. The reporter stated it was unknown if the patient's vision was affected by the "bulls-eye" pattern.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient, (bulls-eye pattern on lens surface). Evaluation: method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic and one haptic torn. The lens was returned dry and there was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).